Event description:
It was reported that the insulin pump had many scratches and a worn display. The caller did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked liquid crystal display window, cracked case at liquid crystal display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and a cracked belt clip slot. Minor scratches on liquid crystal display window were also noted.